Manufacturer narrative:
The ge service rep replaced right hand monitor. System functions as intended.

Event description:
The customer reported that the image on the right hand monitor is "squished" vertically and the vertical column was not working.